Manufacturer narrative:
The evaluation of the photograph provided was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported a patient experienced a rupture of the breast implant, asymmetry, and device migration. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration. Concomitant products: 400cc mentor memorygel breast implant, catalog #3504001bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female with a history of silicone granuloma underwent breast augmentation revision with a 400cc mentor memorygel breast implant experienced left implant malposition post procedure. During replacement surgery left rupture was discovered and the prosthesis was replaced with another 400cc mentor memorygel breast implant.